Event description:
A user facility reported that an intraocular lens (iol) was removed and replaced due to a crack being noted in the iol after insertion. In a follow up, a nurse reported the incision was enlarged. Add'l info had been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/30/2009, 10/21/2009, 10/28/2009, and 10/29/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/30/2009.